Event description:
Rn, registered nurse, noted that pressure bag for cvp, central venous pressure, was low. Rn hung another 500 cc bag of normal saline with 500 units of heparin. Several hours later rn noted cvp waveform was poor and checked the bag and it had completely infused into the patient. Pressure bag, tubing and manifold to biomedical engineering. After testing by biomedical engineering the transducer tip noted to be bent allowing for free flow of fluid. All other tubing in the unit checked no such phenomenon. Suspect transducer became bent during transport or jarring of the IV pole against something. The transducer has no housing surrounding it to prevent this. The patient coagulation studies were followed and fluid status assessed. No obvious harm to the patient.